Manufacturer narrative:
The customer's pump was returned along with a small container containing a clot. Data logs are not applicable. A visual inspection found no issues on the pump. The returned clot was confirmed. No calcium crystal were found on the pigtail or inside the pump housing. The cause of removal issue was unable to be determined since no issue was found on the product and insufficient evidence from clinical review. The cause of the thrombosis was unable to be determined since no issue was found on the product and insufficient evidence from clinical review. The device passed all post sterile inspection checks.

Manufacturer narrative:
A.4 is unknown. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that resistance was met during impella cp removal. The device was successfully removed with tension noted. Upon explant, biomaterial was observed on the pigtail and dissection of the artery was discovered. The patient was taken to the operating room for vascular repair of the dissection. Later, the patient was successfully weaned from the pump and survived.